Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and using trusteel infusion set for longer than the recommended 48 hour period. Tandem technical support educated the customer that using cold insulin and trusteel longer than 48 hours is considered off label per tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.